Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, after the kidney was unclamped and the beginning of the reconstruction was occurring; repeated recoverable 48100 faults occurred. The fault remained even after troubleshooting with dvstat and rebooting the system and completing a hard cycle power. Since the needle driver instrument was holding a needle the instrument release kit (irk) was used to safely remove it which is why the instrument is being returned. The surgeon made the decision to convert the procedure to traditional laparoscopic techniques with no reported injury. The prograsp forceps instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint of encountered robot faults. The prograsp forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No errors appeared. There was no problem detected. The instrument was fully functional. Additional observation not reported by the site was that the instrument was found to have a frayed grip cable at the distal for amp pulley. The frayed cable strands stuck out at the wrist.